Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. During a routine office, the rv lead exhibited oversensing, low amplitudes and x-ray imaging revealed dislodgement. A different rv lead implanted. The explanted rv lead was discarded and will not be returned. Besides surgical intervention, no adverse patient effects were reported.